Event description:
It was reported that during the spinal cord stimulation (scs) procedure to implant the implantable pulse generator (ipg) it was discovered that the leads previously implanted weeks prior had migrated. The physician attempted to reposition the leads but was unable to do so successfully. The physician decided to remove the leads and clik anchor, and re-implant at a later date. The explanted leads were disposed at the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during the spinal cord stimulation (scs) procedure to implant the implantable pulse generator (ipg) it was discovered that the leads previously implanted weeks prior had migrated. The physician attempted to reposition the leads but was unable to do so successfully. The physician decided to remove the leads and clik anchor, and re-implant at a later date. The explanted leads were disposed at the facility and were not returned to bsc. Boston scientific subsequently received information indicating that the patient was re-implanted with a full system and was doing well post operatively receiving full coverage.